Event description:
It was reported that when patient presented remotely via merlin.net transmission, possible far r-wave was observed which induced auto mode switch episodes were observed on (B)(6) 2017. Upon review of the session records, evidence of noise was observed on the atrial lea. A prior lead noise was observed on the lead as well and the patient was brought into clinic on the same day and isometric testing was performed however noise was not able to be reproduced in clinic. Physician elected to monitor the patient remotely due to the patient being stable throughout the event.